Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that when a patient was fitting a mask, "oxygen not available" alarm was displayed, and an alarm sounded. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay to therapy noted. There was no patient or user harmed. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem, no abnormality was confirmed. The event log revealed that " check vent: oxygen device failed" alarm (diagnostic code: 1111) and "oxygen not available" alarm (B)(4) had occurred, then a v60 continues to provide ventilation function with the oxygen concentration of 21% regardless of the oxygen concentration setting value. In order to cut off from providing the oxygen, "oxygen not available" alarm simultaneously occurs. "Check vent: oxygen device failed" alarm can be reset manually but it cannot vanish the sound, so once a reset button is pressed then messages indicating "no alarm to be vanished" or "no alarm to be reset." Were displayed. As to "check vent: oxygen device failed" alarm, the unit was investigated but no abnormality was confirmed. The unit was cleaned, and run-in and functionally tested.